Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were several patients who have had impedance issues following a replacement. The manufacturer representative (rep) reported on jun-24 that they obtained impedances for the patient. On (b)(6 20119 and oct-4-18, contact 0-1 was low. On (B)(6) 2018, they think the short may have occurred during replacement in march. It did not affect therapy settings.